Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenotic lesion in a shunt located in a calcified and moderately tortuous vessel of the forearm. The physician advanced a 6.0x40/40 sterling balloon to the lesion and on the third inflation, inflated the balloon to 14atms and the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).